Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. Failure analysis is not possible because at this moment the complaint unit has not been returned for evaluation. The return of the unit is unknown. In the case that the unit is returned for evaluation, the functional tests will be performed by integra ¿ billerica. This section will be updated when the results becomes available. Device history record: the lot number of the device was not provided therefore the DHR review cannot be performed. Trend analysis: based on the complaint description a review of cusa excel c4601s complaints was completed in the complaint system. The review encompassed the dates from (B)(6) 16 to (B)(6) 17. A total of 17 complaints were reviewed of which this is the single complaint occurrence identified. Rate of occurrence: during the time period nov 16 to oct 17¿, the global product usage for cusa excel console was calculated as 93467 usages, using the total quantity of cusa excel console tubing sales sold to calculate the quantity of usages. 1 tubing set is used per operation/procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (1) can therefore be calculated as 0.001% (1 x 10-5) (remote) of procedures. This percentage is within the expected rate of occurrence scored in the cusa excel risk management review. Root cause analysis: the failure analysis of complaint unit is required to determine a potential root cause for the reported condition, but the complaint unit was not returned. In the case the complaint unit is returned, the failure analysis will be performed by integra billerica. This section will be properly updated when the results become available.

Event description:
The sales representative reported that the customer wanted to express his profound disappointment in yet another period of lack of availability of the standard cusa tips (c4601s). The customer stated that the large bore tips (c4605s), for him, are not fit for purpose, they do not permit the degree of fine and precise dissection that he requires. The customer reported that now he had his first major bile leak in more than 500 liver resections, which he attributes directly to the clumsy tip (c4605s) and it¿s use around the main porta. The event lead to an increase of surgery time (time to be confirmed). Patient was injured (major bile leak). Additional request for information was sent.